Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, foreign object inside the nozzle, curved rubber adhesive missing, curved rubber bond cracked, scratches on curved rubber adhesive part, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, flexible tube of the insertion section crushed, scratches on the insertion tube, insertion tube discolored, scratches found on the operation part, backlash in the operation part, scratches found on the tip cover, scratches are found on switch 1, scratches found on the switch box, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches found on the operation part side oredome of the universal cord, scratches on the scope connector side of the universal cord, scratches found on the scope connector, scratches on the scope connector cover, scratches on the right/left angle fixing knob, and peeling of paint is recognized on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material clogging the nozzle was unable to be identified. There were no deformations or damage to the nozzle, and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.